Event description:
The patient reported that infusion set cannula was bent causing high blood glucose and treated by correction bolus by pump and multiple daily injection on 08 march 2026.

Manufacturer narrative:
MDR. / initial 2 of 6. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.